Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that the stent delivery system interacted with the severely calcified lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the reported material deformation (bent and lifted stent struts), ultimately causing the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated, d2a correction: common device name updated, d3 correction: name, address updated.

Event description:
It was reported that the procedure was to treat the severely calcifiied distal left anterior descending (lad) coronary artery. Balloon dilatation was performed to prepare the vessel and then a larger balloon was used. Despite this preparation, the 2.0x18mm xience alpine stent delivery system (sds) failed to cross the proximal cap of the lesion. During removal, the sds became stuck at the distal end of the guiding catheter. After several attempts, the sds was removed independently and the stent struts were noted to be lifted and deformed. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.